Event description:
Pt had an aspirin sensitivity. Site restarted aspirin, resulting in a chest bleed on (B)(6) 2014. Clinicians stopped all anticoagulation, gave four units of prbcs, performed surgical chest exploration and wash-out. Event resolved after the surgical exploration and anticoagulation medication adjustments.

Manufacturer narrative:
(B)(4). Bleeding event was resolved and pt remains on device with careful consideration for the anticoagulation regimen. Reference number importer (B)(4).